Event description:
It was reported that the patient presented to the clinic with loss of capture and sensing due to lead dislodgment. The lead was explanted and replaced when repositioning was unsuccessful. The patient is stable after the procedure.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).